Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was under delivering after the auto mode was activated. Customer also stated that they experiencing the high blood glucose. Customer was treated with the insulin pump. Troubleshooting were done for the high blood glucose. The insulin pump will not be returned for analysis.